Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team identified a possibly broken introducer. There appeared to be an air pocket. The vizigo sheath was replaced and the case continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-apr-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team identified a possibly broken introducer. There appeared to be an air pocket. The vizigo sheath was replaced and the case continued. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage in the dilator. Then the dilator was reviewed in detail and no issues were identified during the visual inspection. On the other hand, the hemostatic valve was observed broken in the star section. A microscopic examination of the hemostatic valve surface was performed and the valve showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive fore manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 60000263 number, and no internal actions related to the complaint were found during the review. The broken valve issue could be related to the air issue reported by the customer therefore, the customer complaint was confirmed. The potential cause of the damage to the valve could be related to the incorrect insertion of the dilator into the sheath; however, this cannot be conclusively determined. On the other hand, the dilator issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. In relation to the dilator issue, the instructions for use contain (IFU) the following warning and precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Before inserting the device into the patient, pre-assemble the steerable sheath and dilator. During insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. Slowly remove or insert the dilator or other devices. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review on 26-apr-2024, it was determined that the h6 medical device problem code for backflow (a140501) also applies to the reported event.